Manufacturer narrative:
This device has not been received.

Event description:
The dentist reported that this locator abutment fractured.

Manufacturer narrative:
No lot number was provided for review, therefore device history record and complaint history reviews could not be completed. No definitive root cause for the fracture could be determined.(B)(4)